Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented via a merlin@home transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing was noted. The device was post-paced t-wave oversensing on the ventricular lead when pacing at programming changes were discussed. The patient was stable.